Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the lcd screen.

Event description:
The manufacturer received information alleging an issue with a ventilator's lcd screen. The third party service center reported the lcd screen was viewable and the lcd screen was replaced preventatively. The device was not in patient use. The lcd screen was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the lcd screen was found to be unreadable.